Event description:
To accommodate impaction of the maxilla, the surgeon was trimming the nasal cartilage with the iris scissors and the scissors broke.

Manufacturer narrative:
Device not available to stryker for investigation.